Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The inner diameter of the nipro guideplus k extension catheter is 0.051 inch and does therefore not meet the requirements specified in the orsiro IFU (less than 0.056 inch). The root cause for the complaint event is therefore most likely related to the extension catheter used in the intervention.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The orsiro was inserted into guide plus k. Resistance was felt while advancing the catheter, but it was noticed that the stent could not be seen through fluoroscopy and the entire system was removed. Upon removal and inspection of the device, the stent dislodged and was found at the entrance to the guideplus k. Another orsiro was used to complete the intervention. UDI (B)(4).